Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted the event was an isolated occurrence on the atellica sample handler prime system with serial number (B)(4). Siemens evaluated the system log files and information provided and noted the customer site is using 12 digit 'interleaved 2 of 5' barcodes without a check digit. The potential cause of the event is unknown, and siemens cannot rule out a damaged barcode, a barcode not adequately printed or placed on the sample tube. Siemens is investigating the event.

Event description:
An operator observed a barcode mismatch after loading the patient sample barcode ID (B)(4) on an atellica sample handler prime system with serial number (B)(4). The customer informed siemens that the sample tube was incorrectly identified as sample ID (B)(4), and the system generated an error message. The customer noted that patient sample results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00143 on 12-may-2022. Additional information (29-jun-2023): siemens evaluated the event and system files. The customer is utilizing a non-preferred barcode type without checksums, and the tube barcodes at the customer site have poor print quality. The customer uses interleaved 2 of 5 barcodes without checksums, which is not recommended per auto2-a2 laboratory guidelines and the siemens site survey. Siemens informed the customer that code 128 is recommended because the barcode is printed with a check digit and has a unique start/stop pattern, making a preferred barcode type. The poor print quality and lack of a checksum on the interleaved 2 of 5 barcode resulted in a barcode misreport matching another patient sample. Siemens identified no hardware malfunction or non-conformance with the atellica sample handler prime system. No further evaluation is required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.